Event description:
New information received on (B)(6) 2018 reported that the patient felt tired and had chest pain prior to the lead revision procedure.

Event description:
Additional information received on 1/8/2018 reported that lead fracture was suspected.

Event description:
It was reported that when patient presented to the clinic, high, out of range, low voltage lead impedance issue was observed on the lv lead. Patient felt symptoms of pocket stimulation. Programming changes were made and the pocket stimulation symptoms stopped. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable during and post procedure.